Event description:
It was reported that a malfunction alarm occurred with the code malf 9. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.